Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous pressure high alarms occurred during a routine hemodialysis treatment. Rinseback was not performed due to a clogged catheter, resulting in an estimated blood loss of 190cc. The pt's catheter was treated with cathflo. Rinseback was not performed on two subsequent treatments also due to access flow issues, resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported alarms and blood loss events to vascular access flow issue. The pt has a new fistula access which should be ready for use soon. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.